Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 0163209 was provided by the initial reporter. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review was completed for provided material number 302832, lot number 0163029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were provided for evaluation by our quality team. The sample came in a sealed packaging blister and a visual inspection was performed. The sample has a scale printing issue. The stopper has no damages or imperfections, but the barrel does have a scratch at the bottom. The photo provided shows the sample received. It could be possible the customer was confused with the damage at the bottom part of the syringe barrel. Instead they may have thought there was something wrong with the rubber stopper. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer got confused with the damage at the bottom part of the barrel, believing that there was something wrong with the rubber stopper.

Event description:
It was reported that the syringe 30ml ll s/c 56 experienced a defective/damaged stopper. The following information was provided by the initial reporter: poor plunger rod stopper.